Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with product being returned and evaluated. Upon visual inspection the strike plate had fractured from both of the inserters. There were fracture marks on both the inserter and strike plate. The device history records were reviewed and no related deviations/ anomalies were identified that affect the reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00144.

Event description:
It was reported that the strike plates on the handles were broken. Attempts have been made and additional information on the reported event is unavailable at this time.